Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material exiting due to the auxiliary water channel clogging. There were no reports of patient involvement.

Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair, and does not know what the foreign material is. There was no delay to pre-cleaning, which was performed within an hour after the procedure. The air/water nozzle was flushed with water, wiped/brushed with clean lint-free cloths, brushes, or sponges, and flushed with detergent solution. The customer stated there were no abnormalities in the accessories used for reprocessing, and there were no other concerns with reprocessing. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.